Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited low pacing impedance after fixation. The lp was successfully repositioned but separation from the delivery catheter was difficult which resulted in the lp dislodging to the right atrium. The lp was retrieved and the implant attempt abandoned. There were no patient consequences.

Manufacturer narrative:
The reported events of low pacing impedance, dislodgement during implant post tether mode and difficult or delayed separation could not be confirmed. The leadless pacemaker was returned for analysis. Visual inspection showed that the helix length was stretched out of specification consistent with force during procedure. Visual inspection of the tether hole showed diameter is within specification. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted; the device passed all tests. Further analysis was performed, including pacing impedance measurement at different loads showed the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.